Event description:
It was reported at implant of the lead, repeated attempts to pass a guidewire and lead into the cs were unsuccessful. A wire was finally able to be passed through the cs but the pacing lead would not pass a stenotic area in the vein. A guidewire was passed through the lead but the lead would not track over the wire and eventually came out of the cs. One final attempt was made and the vessel was successfully cannulated and the lead placed. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.